Manufacturer narrative:
Tracking #.48420. Ees #.980138-2/j/. Device-b d5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported during a laparoscopic burch procedure and moskowitz while using an ems stapler it was discovered to only have five staples in the device. A new ems stapler was pulled to complete the case. It was also reported the seals tore of two 512sd trocars. The case was completed by using reducer caps with the same 512sd trocars. There were no consequence to the pt.